Event description:
Reporter purchased 2 ace brand cold compresses-reusable- to use for the purpose of reducing swelling on their knee. Reporter had knee surgery one week ago and was advised by their physical therapist to ice 2 x nightly or daily. The product is manufactured by becton dickinson. The clear, written instuctions on the compress are as follows: apply directly on the skin without towel or cloth -this protection is deemed unnecessary and do not leave on skin for more than 25 minutes. The reason reporter knows the exact length of time is as follows: the time on their vcr clock when they applied the compress was 12:20pm. The time on the same vcr clock when they took it off was 12:45pm. When reporter took off the compress, they were absolutely alarmed to see that the skin on the side of knee in particular was shrivelled and frozen. Reporter immediately began to rub it to get the blood circulating again and noticed that it was red with the cold, but this redness after ice is not unusual. A moment or two later, reporter began to feel the skin stinging and burning and when they looked again, reporter noticed that in areas, the skin was raised with a clear, definable border for the areas affected. Reporter realized at that point that they had sustained a very nasty burn. Reporter proceeded to place emergency call to their surgeon and his answering service told them that he was out of town but that he would be contacted. When he returned their call, they reported to him the events and now added that they noticed that a little clear liquid or water had started to ooze out of the skin. This meant that the severity of the coldness of the compress had broken the skin. Reporter was concerned now about infection. They felt that it would heal itself but advised them to go to primary care physician, which they did and he prescribed a burn ointment. Reporter followed all manufacturer instructions to the letter and rptr feels clearly this is a dangerous product with erroneous consumer info. Their surgeon informed them that he would not recommend a compress directly on the skin for anything over ten minutes.